Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for the farawave procedure for atrial fibrillation, when the farawave package was opened a white bubble like stain was noticed on the handle. The catheter was thrown away due to contamination. No packaging damage reported. A new device was used to complete the procedure. No patient complications occurred. An image was provided for review.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. An image was reviewed by a boston scientific quality engineer. The picture confirmed the device handler with some white material on it. The device did not return; therefore, product analysis could not be performed. The review of the image confirmed the reported allegation.

Event description:
It was reported that during preparation for the farawave procedure for atrial fibrillation, when the farawave package was opened a white bubble like stain was noticed on the handle. The catheter was thrown away due to contamination. No packaging damage reported. A new device was used to complete the procedure. No patient complications occurred. An image was provided for review.